Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and reported a problem with the complaint device speaker not functioning and requested support. The complaint device was in use during the time of the event. There was no report of patient harm.